Event description:
It was reported that a box of nexiva 22ga 1.00in y had incorrect label information before use. The following was reported by the initial reporter: "it was reported inside 1 of the boxes had blank labels on it. Verbatim: we have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Injuries or adverse event: no. Medline reference: (B)(4). Item: 383532. Quantity affected: 1 box. Lot number: 0183803. Po #: (B)(4). Are any samples available for return? Yes. Reported issue: account opened 1 cs of b-d383532. Inside 1 of the boxes had blank labels on it. Lot# 0183803. Customer disposition request: credit".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/19/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received twenty unopened units within a dispenser box. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual examination it was observed that print was missing from eight units confirming the reported issue. When a new roll of top web is replaced, missing print can occur. These units are automatically rejected but still have the potential to be hand packed when an operator sorts through the rejected parts. Missing print can also occur due to printer failure or a software issue. Therefore, the reported defect was linked to manufacturing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a box of nexiva 22ga 1.00in y had incorrect label information before use. The following was reported by the initial reporter: "it was reported inside 1 of the boxes had blank labels on it verbatim: we have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Injuries or adverse event: no medline reference: (B)(4). Item: (B)(4). Quantity affected: (B)(4). Lot number: 0183803. Po #: (B)(6). Are any samples available for return? Yes. Reported issue: account opened (B)(4). Inside 1 of the boxes had blank labels on it. Lot# (B)(4). Customer disposition request: credit."